Event description:
During a pta treatment procedure to dilate a lesion in a preexisting dialysis graft, removal difficulties were encountered. The 8 x 4 mm ultra-thin sds balloon was inflated at the anastamosis site. The physician encountered resistance during removal and apparently the balloon became stuck inside the 6 fr sheath. Add'l tensile force was applied attempting to withdraw the balloon catheter. It was at this time that the tip of the balloon separated from the catheter inside the sheath. The sheath was removed with the balloon tip inside. A new 6 fr sheath was inserted and a second 8 x 4 mm ultra-thin sds balloon catheter was used. The physician again encountered resistance while trying to withdraw the balloon catheter. Rather than risk a second catheter fracture, the entire system was withdrawn. A third 6 fr sheath was inserted and another MFR's balloon catheter was used to successfully complete the procedure. The pt is reported as 'fine' following the procedure; no injury or complications were reported.